Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call by the customer's parent that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2020 with blood glucose of 39 mg/dl at the time of the incident. The customer was at 79 mg/dl after treating the low. The customer used food and juice to treat. The customer experienced symptoms such as disorientation. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The customer alleged pump over delivery. Troubleshooting was completed but did not resolve the issue. The caller stated a month and a half before the call, the customer had a low of 27 mg/dl after being 250 mg/dl shortly before dropping low. The insulin pump and reservoir will be returned for analysis.